Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The pump history and trace files were successfully downloaded using thump. There were no pump error 43 or pump error 130 alarms noted during testing and a review of the pump history file show on the event date (11/19/2022) there were three (3) pump error 130 alarms (12:48, 13:00, and 13:01) and three (3) pump error 43 alarms (12:59, 13:00, and 13:01) that occurred. The pump was cut open for a visual inspection. Moisture damage was found on the inside of the battery compartment, on the electronic assembly (pcba 1 and pcba 2), motor, motor flex tail, force sensor, and the motor flex cable on j5/pcb 1 was locked properly. The pump error 43 and 130 alarms located in the pump history file may have been intermittent failures that were not detected during our testing. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, missing display window cover, serial number label slightly stained, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. The pump error 43 and pump error 130 alarms are not confirmed however, moisture damage was found during the visual inspection. Cosmetic damage on the battery compartment (corner of the belt clip rails) and battery tube threads are confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that there was a an error in the motor was detected by reading an unexpected value from hall sensor on the insulin pump. The customer also reported pump error alarm- the insulin pump detected movement in hall sensor counts that were unexpected since the pump did not command motor movement. It was also reported by the customer that there was a crack on the clip rail of the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was not able to rewind the insulin pump. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 770g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.